Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed oversensing on the right ventricular (rv) lead resulting in pacing inhibition. The patient is pacemaker dependent and was symptomatic to the event. On (B)(6) 2023, the physician elected to cap and replace the rv lead. The patient condition was stable.